Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00237: head, 3025141-2020-00238: neck.

Event description:
An arh slideloc radial head replacement system was implanted in the patient on (B)(6) 2016. Post op, x-rays indicated the head had dissociated from the stem. The hardware was removed in a revision surgery on (B)(6) 2020 and replaced with an arh solutions 2 system.